Event description:
Philips received information from a customer site that they are seeing artifacts on 20% of their patients when performing the pulmonary embolism (pe) study, and have concerns for the potential misdiagnose as a result. The artifacts appear asa dissection of the aortic valve or an aneurysm in the pulmonary artery. The customer stated that it usually only shows up when the patient has a large heart with "wobble". They are not experiencing any other artifacts on any other studies that they perform. The customer provided philips two images where the artifact is present.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips applications specialists evaluated the images and information provided by the customer and determined that the most probable root cause of the artifacts were due to common cardiac motion from the patient. The suggested corrective action is to use the gating technique when performing cardiac scans. (B)(4).